Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an endoscopic left hemihepatectomy, after firing, the anvil was bent upwards. There was no patient consequence reported. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 7/28/2020. One photo received. Upon visual inspection of one photo, the following was observed: the photo shows a device from top view with a white reload loaded and the knife slot can be seen damaged. Based on the photo the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.